Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The guide was noted to be broken distal to the guide tube. Information was received stating there was no problem with the guide; therefore, the guide break must have occurred after the procedure during post-procedure shipping/handling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information: analysis of the returned device found the guide was broken distal to the guide tube; however, the actuator wire was still intact to the guide. Follow-up with the account confirmed there was no issue with the guide at the time of the procedure. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, while advancing the knot with the suture trimmer, a suture break occurred. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.